Event description:
It was reported that the customer experienced several occlusion events with their insulin delivery system. The customer's blood glucose level was not adversely impacted and did not exceed 500 mg/dl. To resolve the issue, the customer changed the infusion set and cartridge before resuming insulin administration.